Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the issue seems to be resolved. They have not seen the patient (pt) for the follow-up appointment yet, but the replacement procedure was completed as advertised. The devices have been discarded by the hcp and a new entire system was implanted.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2025, product type: lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2025, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025: it was reported that the patient had a loss of efficacy. 2025-may-10: additional information was received from a manufacturer representative (rep). The rep reported that the therapy had not worked well in several months. Per recent xray, one lead had migrated lower. Also, 8-15 contacts are "avoid" and patient doesn't feel any paresthesia on their left leg. Patient was reprogrammed. A revision is scheduled.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2025; product type lead product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2025; product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.